Manufacturer narrative:
Unique device identification (UDI) is not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that, while unscrewing the navigus base, two screws sheared off in the skull. Screws were left in place and procedure completed with a new kit. There was no known impact to patient. There was a reported delay to the procedure of 15 minutes due to this issue.